Event description:
As reported by the user facility: the incident occurred in the cancer research center. One set was used on a patient- leaking blood and fluid from proximal port- shrink band around port looked like it was curling. Additional information provided by the facility indicated, the patient suffered no adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The set was air tested according to specification for leakage and was noted to leak at the tubing insertion point of the proximal y-connector assembly into the tubing. The joint was then pull tested and passed specification. Traces of solvent on the tubing indicated that the tubing was inserted all the way into the female ll adapter. The o.d. Of the tubing and the critical dimension of the y-connector assembly insertion area were measured per the applicable design specifications and found to be within specification. Although no inventory remained of the reported lot, the house retains for the reported lot were subjected to a pull test at the bonded joints using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the joint integrity test.